Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no audio output for the alerts and alarms. No product was provided for investigation. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.